Manufacturer narrative:
The impella device was returned for evaluation. Upon visual inspection, biomaterial was observed on the outflow cage and kinks in the catheter were observed. Therefore, the root cause of the high purge pressure was due to a kinked purge line. No other damage was found to the pump. This report is being filed as part of a retrospective review of historical records.

Event description:
The user facility reported a patient with cardiomyopathy was on an impella 5.0 for mechanical circulatory support. During support, the device exhibited a decrease of purge flow and an increase in of purge pressure. The pump was explanted and replaced. No report of harm or injury to the patient.